Event description:
It was reported that this right ventricular (rv) lead possibly exhibited oversensing and actually seeing r waves. After doing some check, local representative stated that the artifacts that were seen in episodes was intervention from paramedics and the lead showed normal function in unipolar. Further, this rv lead was surgically abandoned, and a new lead was implanted. No additional adverse patient effects were reported.